Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Based on the available information, a cause of the peritonitis cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and stated that one of their bags had white, cloudy fluid. The patient was advised to contact the peritoneal dialysis registered nurse (prdn). The patient¿s pdrn confirmed the patient was diagnosed with peritonitis and hospitalized. The patient was treated with antibiotics (type, dose, route, frequency and duration unknown). No further information was provided and the pdrn. It is unknown if the patient remains hospitalized or if pd therapy was continued during hospitalization.